Event description:
Routine remote pacemaker follow-up in fall 2021 showed increase battery consumption. Boston scientific tech support contacted, confirmed hydrogen premature battery drain. Pacemaker was under advisory for hydrogen premature battery drain. Bsc recommends generator replacement or calling bsc tech support every 60 days for battery estimation. Patient saw dr one month later, prefers generator replacement. Patient awaiting generator change to be scheduled.